Event description:
The facility reports the pt was being moved from the shower chair when the lifter footrest gave way. Their knees buckled and they slumped forward onto the wishbone bar, causing them to vomit and suffer bruises, chest and rib pain, hard breathing.